Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 132 mg/dl while at home and feeling fine. The patient went to a routine doctor¿s appointment at 1040am. At the appointment, the patient was still feeling fine but never checked his cgm device. At 1115am, the patient started to leave the doctor¿s office when he felt weak and suddenly lost consciousness. The patient did not check his cgm device prior to this occurring. The patient¿s doctor had him transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 33 mg/dl, and he was treated with an unspecified IV fluid. No cgm comparison value was reported. Once the patient regained consciousness, the patient was given a turkey sandwich and juice. After treatment, the patient¿s bg meter reading increased to 280 mg/dl and the patient felt much better. The patient was discharged home around 4pm the same day. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis will not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).